Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2021. Reason for reoperation: lymphoma-alcl, seroma-late.

Event description:
Healthcare professional reported a "right side removal" due to ¿alcl+.¿ an ultrasound performed and noted "small amount of fluid surround the right breast implant." Pathology report noted positive for cd30, cd43 and cd4 and negative for cd2, cd3, cd5, cd7, cd20, alk, pax5, eber-ish. The morphologic and immunohistochemically findings are suggestive of breast implant-associated anaplastic large cell lymphoma. The device was explanted and replaced. A capsulectomy performed.